Event description:
Information received indicates the foot end brake casters are not holding in brake.

Manufacturer narrative:
The technician found the brake linkage was bent and the hex rod was worn. The technician replaced the brake linkage to repair the stretcher.